Event description:
Sorin group received a report that the perfusionist was unable to establish adequate flow through the revolution pump head. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the revolution centrifugal blood pump. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the perfusionist was unable to establish adequate flow through the revolution pump head. There was no report of pt injury. The investigation is on-going. A f/u report will be filed when the investigation is complete.